Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle ends up bursting, damaging the tube, and caused blood leakage. No patient or user impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for the non-patient needle detached causing leakage was observed. Additionally, 50 sets were visually checked and no abnormalities such as side-pierced rubber sleeves or molding defects were found. Also, water sampling test was conducted on retained samples of 8 sets by connecting each sample to bd single use holder and the issue relating to side-piercing, retracting defects of the rubber sleeves, or leakage was not found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of the non-patient needle detached causing leakage based on the photo. Bd was not able to identify a root cause for non-patient needle separating. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the needle ends up bursting, damaging the tube, and caused blood leakage. No patient or user impact reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.